Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that during device check, the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) early due to premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during device check, the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) early due to premature battery depletion. The ICD was explanted and replaced. Incoming information indicated high right ventricular (rv) lead impedance. The rv lead remains in us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.